Event description:
A lawsuit alleged that the customer suffered from hypoglycemia, which resulted in a car accident. The customer sustained unspecified injuries in the accident. The plaintiff claims that the hypoglycemia was caused by the recalled quick-set infusion sets. Nothing further was alleged.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.